Manufacturer narrative:
Patient age at time of event: 18 years or older. Event date: (B)(6) 2013. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a biliary drainage procedure, guide wire removal difficulties and wire detachment occurred. An st/035/145 amplatz super stiff guidewire was advanced through a drain located in the bladder. Upon removal of the amplatz wire, resistance was felt and the device became stuck and it was noted that a portion of the wire detached inside the bladder. The physician ran a sheath over the wire and was able to remove the device from the patient and then snared the detached portion of the wire from the patient. Once the wire was outside the patient it was noted that the tip of the wire had unraveled. The procedure was completed with this device and no patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has the core wire fractured, as part of overall visual revision. The visual inspection was performed and the device presents: the corewire on the distal end fractured; however, was not found uncoiled. All the outer diameter measurements taken were according specifications. The device was sent for external analysis to determine the fracture failure mode and the following results were found: failure was located in a transition area of a cylindrical wire to flat wire. Failure on the sample occurred due to a fatigue by cyclic bending overload followed by a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a biliary drainage procedure, guide wire removal difficulties and wire detachment occurred. An st/035/145 amplatz super stiff guidewire was advanced through a drain located in the bladder. Upon removal of the amplatz wire, resistance was felt and the device became stuck and it was noted that a portion of the wire detached inside the bladder. The physician ran a sheath over the wire and was able to remove the device from the patient and then snared the detached portion of the wire from the patient. Once the wire was outside the patient it was noted that the tip of the wire had unraveled. The procedure was completed with this device and no patient complications were reported and the patient's current condition is stable.